Event description:
It was reported that there was a leak while using the bd precisionglide¿ needles. Report 1 of 2. The following was received by the intiial reporter: problem: on 2 occasions (mid-july and august 1), the needle, when mounted on a syringe, leaks on the side of the cannula. There seems to be a small leak. As we're dealing with radioactive products, there's a risk of contamination of work areas, or splashes on a patient or employee. The problematic needles have not been preserved, but we have two samples of the problematic batch.

Manufacturer narrative:
H6: investigation summary a device history review could not be completed as no batch number was provided. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that there was a leak while using the bd precisionglide¿ needles. Report 1 of 2. The following was received by the intial reporter: problem: on 2 occasions ((B)(6)), the needle, when mounted on a syringe, leaks on the side of the cannula. There seems to be a small leak. As we're dealing with radioactive products, there's a risk of contamination of work areas, or splashes on a patient or employee. The problematic needles have not been preserved, but we have two samples of the problematic batch.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.